Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire had detached. The sensor was inserted at the abdomen on (B)(6) 2016. Patient's thinks that the sensor wire maybe inside her at the abdomen area. Patient feels constant pain where the sensor was worn. The pain is described as not that bad, but is irritating and has not gone away. Patient spoke to her doctor on (B)(6) 2016. No medical advice or treatment was given at that time. No additional patient or event information was provided. At the time of contact, patient is good. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. Patient was wearing the sensor for 14 days. Labeling indicates: the sensor is worn for up to seven days.